Manufacturer narrative:
Findings: unit received with flickering display due to shorted display driver board. Pump received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been included with this report.

Event description:
It was reported by customer's mother that the customer had a display anomaly on the insulin pump. The customer's glucose level was unknown mg/dl. The customer has taken out batteries and replaced new batteries. The customer has just received training today, and is only on day 1 of using insulin pump. The customer is not comfortable using insulin pump as is.